Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR on august 17, 2017. August 28, 2017, additional information: a siemens headquarters support center (hsc) specialist further investigated the cause of the discordant glucose result on the dimension vista 500 instrument. The hsc specialist determined that the cause of the event was due to the malfunction of the sample probe arm.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was dispatched to the customer site. The cse ran service tests and the metering and mix tests recovered within expected ranges. The sample probe 1 align test was run 5 times and recovered at 1, indicating the bottom of cuvette for the sample probe should be lowered by one tick. The cse replaced the sample probe 1 (s1) arm. Since the cse replaced the s1 arm, the customer indicated that they have not experienced any issue. The cause of the discordant, low glucose result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on a patient sample on the dimension vista 500 instrument. The initial result was not reported to the physician. The same patient sample was re-run on the same instrument and an alternate dimension vista instrument, resulting higher. The repeated result from the initial instrument was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.